Event description:
Reportedly, the skin over the implant housing was defective. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been presen whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a defective skin over the implant housing. No further information has been received, despite requested. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
Reportedly, the skin over the implant housing was defective. The device was explanted on (B)(6) 2024.